Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl. At time of incident and the sensor glucose level was 291 mg/dl. The customer¿s blood glucose level was 565 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose. The customer was advised to return needle hub to medtronic for analysis. The insulin pump will be returned for analysis.